Event description:
Packaging ripped down the middle making the item not sterile and therefore item could not go into the sterile field. Issues with packaging of the tru cut biopsy needle. Two items were used one from two different lot numbers.